Manufacturer narrative:
Medwatch with identifier (B)(6) is performa system, medwatch with identifier (B)(6) is active system. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Questionable bg values: 37 mg/dl (patient's active gu meter), 103 mg/dl (patient's performa combo meter) within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.